Event description:
It was reported by the patient that they have had several episodes of nearly passing out, irregular heart rhythms, pauses, preventricular contractions, fast heart rates, and atrial fibrillation (af), yet nothing is showing when the implantable cardiac monitor is interrogated. The patient is questioning if the patient activator is working, as it does not follow the process as described in the manual. The green light goes solid right away instead of flashing, sometimes before coming in contact with the patient, and there is also a check mark with a circle post activation. The activator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).